Event description:
It was reported that pump bluetooth was greyed out, and pump disconnected from cgm and mobile app while cgm displayed error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset cgm error did not recur; customer was advised to wait 20 minutes before starting next sensor session and acknowledged instructions, and issue was resolved with pump reset.